Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2b auxiliary drawer 5.1 was not detected on the bus, and 2b drawer 3.2 failed to stay closed. A field service engineer (fse) replaced the power management controller board and the drawer control board on the main half-height drawer 5.2. The fse executed the hardware test application and removed the medication that was stuck in the cubie plastic, which had been preventing the pocket from opening and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 5.1 was not detected on the bus and drawer 3.2 failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no delay or adverse events or injuries reported based on this event.